Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that there was an obvious decline of auditory performance of the child, which was noticed by parents 10 days ago. Problems with the external devices were excluded and history of head trauma was denied by guardians. Testing carried out confirmed that the device has malfunctioned.